Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that there was a problem with the insulin pump. The insulin pump would read this blood glucose and give him an over exaggerated bolus amount. They reported that in the morning they had a high blood glucose level of 404 mg/dl. They switched the reservoir and did not eat breakfast. When they switched out the reservoir it said that they had active insulin of 317, so they ate. The device will not return for analysis.